Event description:
The customer reported lateral workstation handle had broken on the system. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative evaluated the system and replaced the transport handle. The system operates as intended.